Event description:
The reporter states that the lancet is protruding out of the accu-chek multiclix drum. No reported actions. The reporter states that she used all of the lancets from the drum and she was going to discard the drum. No accidental stick or adverse event reported. The accu-chek customer care service center sent a new device. The reporter was advised to return suspect device.